Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and pump error. The customer¿s blood glucose was 6.1 mmol/l at the time of incident. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is not advancing even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was received with no button response (up) due to corroded keypad traces. No button error alarm. However, unit clock function properly. No frozen screen noted. Unable to verify unexpected restart alarm due to no button response. Unit was received with minor scratched display window and cracked reservoir tube lip.